Event description:
Customer had a pod which did not insert the cannula. She said that she did not notice, and kept wearing the pod. By the next morning, when she woke up, her bg was high, so she removed the pod and found that it never inserted. She was able to activate a new pod.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had not fully extended due to a broken component that jammed the mechanism. The product user guide instructs the user to inspect the infusion site to assure proper insertion of the cannula, and instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release, and there was no evidence of this damaged component in the DHR data.